Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Device explanted due to infection. This device was originally abandoned on the patients left side due to normal eri and left side vein occlusion preventing ra lead revision. Consequently, the physician chose to implant an abbott system on the right side. On (B)(6) 2021 both systems excluding the selox jt 45 lead and selox st 53 lead were explanted due to infection. Should additional information become available, it will be added to this file.